Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small ruptured saccular aneurysm located in the anterior communicating artery, this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). It was reported that physician tried four attempts with first instant detacher two attempts with second instant detacher, but coil did not detach. Then the physician attempted to detach the implant coil with the manual method twice, but the coil still did not detach. After several failed attempts at detaching the implant coil, it was pulled back into the microcatheter where it finally detached. At that point, the physician was able to push the implant coil into the aneurysm. No patient injury was reported as a result of the event.

Manufacturer narrative:
The axium prime coil was returned for evaluation without the instant detachers (ID). The coil was returned for outside of the introducer sheath. The axium prime pushwire was found to be broken into two segments, which were not retained together by the release wire. The proximal pushwire segment was measured and found to be approximately 9.0cm in length. Although the distal end of the pushwire segment was found to be jagged, the release wire was found to be extending out from its distal end. The tack weld replacement (twr) crimps were found to be loose. In addition, the pushwire segment was found bent from its proximal end. The distal pushwire segment was measured and found to be approximately 180.4cm in length. The pushwire was found to be intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not found to be located against the lumen stop, the shield coil was found to be damaged and the implant coil was found to be detached. Per the reported event details, the implant coil was implanted at the intended location. The inner diameter of the lumen stop and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured and found to be within specification. No other anomal ies were observed./ based on the axium prime coil analysis and on the event description, the report of non-detachment could not be confirmed. The axium prime pushwire was returned with the implant coil already detached. The cause for the difficulty during detachment with the instant detachers could not be determined. The tack weld replacement (twr) crimps were found to be loose. Regarding the difficulty during detachment during the manual detachment attempt, it is likely that breaking the hypotube at an incorrect location may have led to the reported event. Although it was reported that the hypotube of the pushwire was broken in two locations, the pushwire was found to be broken in one location. The broken location was not consistent with the location intended to be broken during manual detachment (via hypotube) per our instructions for use (IFU). The pushwire was found to be intact distal to the break indicator at the manual detachment location. Regarding the issue of ¿pre-mature detachment¿, the report was confirmed. The pushwire was returned for evaluation with the implant coil already detached, as the pushwire was returned in two separate segments with the release wire pulled out, it is likely that the pulled back release wire (coin pulled back from the lumen stop) led to the eventual detachment of the implant coil from the axium prime pushwire. It is possible that the bend in the pushwire occurred during the attempted detachment of the implant coil by the manual method. The cause for the damage to the shield coil could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per the axium prime detachable coil and instant detacher (IFU) instructions for use (IFU): directions for use: ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.